Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. It was reported that the driver broke during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.